Manufacturer narrative:
The insulin pump alarmed off no power after battery installation due to a faulty component on the interface circuit board. The operating currents and history anomaly could not be tested due to the off no power anoamly. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump had an error alarm, a low battery alert, and an off no power alert. Blood glucose level around the time of the incident was 266 mg/dl. During troubleshooting, the customer's father replaced the batteries but continued to receive error alarms. The customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.